Event description:
It was reported that an asymptomatic patient presented for a generator change due to normal elective replacement. During the procedure, the leads were found to have abrasions from contact with the can. However no electrical anomalies were found and the leads functioned appropriately. The leads were left implanted with medical adhesive placed on it. The patient was stable, during and after the procedure. The patient will be monitored.